Event description:
Caller reported air bubbles and gaps in the infusion set tubing between the t:lock and the patient. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by priming the tubing until the air bubbles were expelled and requested to speak with clss, for which cts arranged a transfer.